Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed. The bottom portion was sticking and would not eject. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and the bottom part was sticking. A field service engineer discovered that the bottom of the drawer was resting directly on the chassis bottom plate, creating friction that prevented the drawer from opening. The fse adjusted the drawer slides on the chassis upward and also raised the drawer rails to provide adequate clearance between the drawer and the lower plate. After completing the adjustments, the fse tested the drawer in diagnostic mode. The system functioned as intended after the field service engineer repaired the device.